Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had some alarms while on their home unit. Log file analysis captured low voltage hazard and no external power events on 22jun2026 at 0153 and 0310 when the patient used the mobile power unit (mpu). The loss of total power enabled the emergency backup battery (ebb) in the system controller until the power was restored back to the mpu.